Event description:
It was reported that the insulin pump had a frozen display. The customer stated that the insulin pump was making noise and did not have an error message. The customer then stated that the plunger moved forward, giving the customer low blood glucose levels and resulted in the customer passing out and having a blood glucose reading of 15 mmol/l. The customer further stated that the display was not completely blank and that the buttons were unresponsive. The customer also stated that after a five minute battery rest and change, the insulin pump started and counted up to three before freezing again and giving an alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.